Event description:
It was reported that there was an obvious central defect in the intraocular lens (iol) observed the middle of the lens optic. The pre-load injector did not malfunction, rather the defect was present when implanted. Once lens was in the capsule, the defect was further inspected under microscope. The optic was smooth on the surface. The surgeon attempted irrigation/aspiration around the defect and there was no improvement or change in appearance. The lens was removed, discarded, and replaced with a back up lens. There was no additional surgical interventions required. The patient is recovering well with no complications post-operatively.

Manufacturer narrative:
Ethnicity: information unknown/not provided. If implanted; give date: n/a (not applicable). Lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). Lens was removed and replaced during the same procedure. The device is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.